Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance trend of the superior vena cava defibrillation coil was variable, oversensing due to electromagnetic interference/noise, and unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock during a massage. There was noted to be noisy signal visible on the right ventricular channel on which the oversensing reached detection. An rv lead fracture was suspected and the lead was abandoned and replaced. No further patient complications have been reported as a result of this event.